Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an altitude alarm and was unable to reload the pump cartridge. There was no impact to the customer's blood glucose level. Customer indicated injections were available for back-up therapy.